Manufacturer narrative:
A hill-rom service technician inspected the bed and found that an incorrect tension on the CPR cable was causing the head motor to drift down. The technician adjusted the tension on the cable and the bed began to operate properly.

Event description:
It was reported to hill-rom that the head section of the bed would not stay up. A hill-rom service technician inspected the bed and found that an incorrect tension on the CPR cable was caused the head motor to drift down. The technician adjusted the tension on the cable and the bed began to operate properly.